Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and microscopical examination on the outer shaft, inner shaft, balloon, and tip. The results revealed a longitudinal tear 17.5cm from the tip and is approximately 3cm long. There were no other damages found.

Event description:
It was reported that balloon perforation occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected to treat the superficial femoral artery. During the procedure, a perforation was noted on the balloon when it was inflated. The device was replaced for another of the same model to complete the procedure. There were no patient complications reported. It was further reported that the balloon inflated only once before it perforated at 10 atmospheres. There was no visible pinhole, tear, or visible damage noted on the balloon.

Event description:
It was reported that balloon perforation occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected to treat the superficial femoral artery. During the procedure, a perforation was noted on the balloon when it was inflated. The device was replaced for another of the same model to complete the procedure. There were no patient complications reported. It was further reported that the balloon inflated only once before it perforated at 10 atmospheres. There was no visible pinhole, tear, or visible damage noted on the balloon.

Event description:
It was reported that balloon perforation occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected to treat the superficial femoral artery. During the procedure, a perforation was noted on the balloon when it was inflated. The device was replaced for another of the same model to complete the procedure. There were no patient complications reported.